Event description:
Sorin group (B)(4) rec'd a report that the flow knob of the centrifugal pump did not rotate smoothly and the operator had difficulty controlling the speed. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that the flow knob of the stockert centrifugal pump did not rotate smoothly and the operator had difficulty controlling the speed. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.